Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the electrode was missing from the sensor. Customer reported the issue after removing the sensor two hours after insertion. The customer was unsure if the electrode was missing or stuck inside their skin. Customer's blood glucose was unknown. Customer declined to return the sensor for analysis.